Event description:
The customer called to report that she has been having problems with her insulin pump. The customer then reported that she was hospitalized due to low blood glucose levels and seizures in (B)(6) 2012. The reported blood glucose reading at the time of the call was 401 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed motor error during the manual prime. The customer didn't have the tubing clamp for the high pressure test, but found no delivery alarms in the alarm history. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.